Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye.] The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is open or damage warning: on catheter, do not use ointments or lubricants having petroleum base. They will drainage latex and cause balloon to burst. Storage. Store catheters at room temperature." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was replaced on (B)(6) , but it stopped draining last week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was replaced on january 31, but it stopped draining last week.